Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A versys femoral head was returned for evaluation. As returned, damage was seen near the bottom surface. The conical taper exhibited dark debris. Product identifiers were measured and found to be conforming to print specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 65771101300, femoral stem 12/14 neck taper, 62433219; 00630506240, liner standard 3.5 mm offset 40 mm, 62377066; 00620006222, shell porous with cluster holes 62 mm o.d., 62503951. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient received a revision procedure four years post-implantation due to elevated cobalt levels. Corrosion was noted in the head and on the trunnion of stem. The head and liner were exchanged. Attempts to obtain additional information have been made; however, no more is available.